Event description:
It was reported the pt's stimulation increases when he hits the (+) or (-) button on his programmer. In order to decrease stimulation, the pt has to turn off stimulation completely and then increase with the programmer until adequate stimulation is achieved. The pt was sent a replacement programmer. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.